Manufacturer narrative:
This MDR was generated under protocol b10010116, as a result of warning letter cms# 617147. One portex tracheal tube and photos attached was received for evaluation. The product sample was sent to the supplier for investigation/evaluation. Supplier investigation report: one tracheal tube was returned for analysis, along with photographs. There were no manufacturing-related causes identified for the observed kinks. Per the report, the surface of the returned product was smooth and without impurities; the wall thickness was uniform and within specifications. Analysis of the retain samples of lot 20082470 were also analyzed, per the report, no discrepancies or anomalies were noted. Complaint data will continue to be monitored for new information, with further actions taken accordingly.

Event description:
Information received a smiths medical intubation/portex endotracheal tubes tube kinks intraoperatively. No patient adverse events reported.